Event description:
It was reported the device would not pace and had sensing difficulty at implant both inside and outside of the device pocket. A new device was implanted that paced fine. The patient had a ventricular fibrillation arrest at the end of the case that was noted by the staff immediately and the patient was monitored closely. Follow up revealed the patient expired 2.5 weeks post implant in the intensive care unit. There was no allegation by the health care professional of any device or lead issue as related to the patient death. "Very sick patient with several medical issues." The cause of death has been requested and not received.

Event description:
It was reported the device would not pace and had sensing difficulty at implant both inside and outside of the device pocket. A new device was implanted that paced fine. The patient had a ventricular fibrillation arrest at the end of the case that was noted by the staff immediately and the patient was monitored closely. Follow up revealed the patient expired 2.5 weeks post implant in the intensive care unit. There was no allegation by the health care professional of any device or lead issue as related to the patient death. "Very sick patient with several medical issues." The cause of death has been requested and not received. Follow up with the physician reported the patient had complete heart block.

Manufacturer narrative:
.

Event description:
It was reported the patient had complete heart block, was pacemaker dependent, and "very sick patient with several medical issues." Device would not pace and had sensing difficulty at implant both inside and outside of the device pocket. A new device was implanted that paced fine. The patient had a ventricular fibrillation arrest at the end of the case that was noted by the staff immediately and the patient was monitored closely. Follow up revealed, the patient expired 2.5 weeks post implant in the intensive care unit. Later follow up with the physician reported the cause of death as "brain dead from anoxia due to procedure." Physician further reports that he can't say whether the death was device/system related. Based on additional follow-up, after the implant attempt of the adapta device (B)(4), the patient was implanted with the enrhythm device (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient had complete heart block, was pacemaker dependent, and "very sick patient with several medical issues." Device would not pace and had sensing difficulty at implant both inside and outside of the device pocket. A new device was implanted that paced fine. The patient had a ventricular fibrillation arrest at the end of the case that was noted by the staff immediately and the patient was monitored closely. Follow up revealed the patient expired 2.5 weeks post implant in the intensive care unit. Additional follow up with the physician reported the cause of death as "brain dead from anoxia due to procedure." Physician further reports that he can't say whether the death was device/system related.